Event description:
The machine was set up for an acid/bicarbonate therapy but the pt was inadvertently dialyzed in the acetate mode. The pt was admitted to the ER with significant acidosis and was hospitalized. No ph low alarm was reported. The pt had since recovered.